Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin.net transmission would not pair with the implantable cardiac defibrillator due to rf not functioning. It was confirmed that the transmission read internal error. The device download was performed and resolved the issue. The patient would be followed normally.